Event description:
It was reported by a MFR's rep that a pt was allegedly trapped on a kinair medsurg and possibly sustained injury. The facility confirmed that x-rays showed that the pt's left humerus was fractured.

Manufacturer narrative:
According to the svc ctr supervisor, the facility indicated to him that a pt became entrapped and sustained an injury due to accidental engagement of CPR lever causing bed to deflate. Upon disengagement of lever, the mattress began to inflate and the pt's arm and shoulder were caught within the side rail. Upon follow up with the facility, it was reported that a male pt, age unk was being treated for weakness and sepsis. The facility risk mgr indicated that the pt had a bradycardic episode which caused the pt to have a cardiac event prior to being found in zone 3. The pt was discovered with his shoulder and arm trapped in zone 3 and that his head remained above side rail. The lower left side rail was down and pt's feet and legs were on the floor. The lower left side rail was down per hosp policy. The pt coded and CPR was administered. The pt was intubated and taken to the intensive care unit where x-rays were performed. X-rays indicated pt had a fractured humerus. The risk mgr also indicated that the pt's family made a decision to make pt a "do not resuscitate" due to co-morbidities. The pt later expired in 2008. The cause of death was reported as septic shock. No autopsy was performed. The risk mgr stated that there were no problems with the bed and that she does not think the fall caused or contributed to the pt's death. The bed involved in this incident was evaluated at the kci svc ctr and the bed functioned as designed.